Event description:
The manufacturer received information alleging a ventilator's air inlet and oxygen module were broken. The device was not in patient use. The ventilator was returned to the manufacturer for evaluation and the customer's complaint was confirmed. The device's filter duct was replaced to address the issue. During the evaluation of the device at the manufacturer's service center, the device failed a step during testing. The device's manifold assembly was replaced to address the issue.